Manufacturer narrative:
The collimator was returned for analysis. Functional testing determined that the collimator was malfunctioning causing the reported issue. Concomitant medical products: part number of the conglomerate component is bi71000168. Serial number: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000168, collimator, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to inspect the system. The collimator error was found to cause the system to recycle boot motion. The collimator was replaced and the issue resolved. A system checkout was performed after part replacement and the system now functions as intended. The collimator has been returned to the manufacturer for analysis, however results are pending completion of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was booted up and brought into the room, there was a red "x" stating the collimator could not be initialized. The site aborted use of the system and used a different system to proceed. There was a reported delay of less than one hour and no reported impact to patient outcome.